Manufacturer narrative:
The approved device history records indicate the device met all release criteria. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that an embolization coil became stuck while being advanced through the microcatheter. During withdrawal, the coil was dislodged in the hub of the microcatheter. There was no reported patient injury.